Event description:
The customer reported that an 840 ventilator had a blank screen. There was no patient involvement. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).